Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet bionic pancreas, associated with incorrect meal announcements, pretreatment of lows, and subsequent automated overcorrections; troubleshooting and education were provided on proper meal announcements and low treatment. Symptoms included hypoglycemia to 44 mg/dl and hyperglycemia to 340 mg/dl, with low readings treated using oral carbohydrates such as gummies or apple juice. Outcomes included transient excursions outside target range lasting from minutes to several hours without medical intervention, hospitalization, ketone testing, or additional assistance. Investigation included review of available device use data and user-reported logs. Investigation of this case revealed user technique issues related to meal announcement entry and management of low glucose events that contributed to glycemic variability. It was concluded that device function was not implicated and that user education addressed the reported issue.